Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer's husband assisted the customer by administering a manual insulin injection and changing the pump supplies. Customer¿s blood glucose (bg) level was 400-450 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.